Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was reported that "during normal use the tip of bur broke away from shaft. Broken piece successfully removed from patient." There was no patient impact.

Manufacturer narrative:
Reused single use: no. Date manufacturer recieved: 07/05/2016. Usage of device: initial.

Manufacturer narrative:
Date of this report: 06/07/2016. Date received by manufacturer: 07/26/2016. Product evaluation: analysis found that when compared to the assembly drawing: visually, the cutting tip became detached just proximal to the head at the beginning of the spiral wrap which would have resulted in the reported event. Based off of the customer photo the portion that became detached would have measured approximately 1/2¿ long (tip was not returned). The remainder of the inner assembly would spin freely inside the outer assembly. When viewed under magnification there was wear on the inner diameter of the outer tube support area which may have resulted in friction and eventually seizing of the bur head. The customer indicated that the bur broke during use and based off of the photo sent by the customer, the cutting tip appears to be compacted with biological material which would require additional pressure for cutting performance. The information most likely indicates excess pressure was applied during use which caused the inner assembly and outer tube to rub together until the inner shaft seized and spiral wrap failed under torsional load. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.